Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found non-OEM top case identified, non-OEM supercap on main board identified. Cracked right plunger case, ac cord clamp and bottom case gasket damaged. Functional testing found 'check syringe flange sensor' at power up. The syringe flange sensor value was stuck on "true". Found the ear clip sleeve was installed backwards at visual inspection. Correctly reinstalled the ear clip sleeve and replaced the ear clip spring. The root cause of the reported issue was found to be incorrect assembly of ear clip sleeve by customer or 3rd party vendor. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).